Event description:
Boston scientific received information that this device protruded at the pocket scar location and was partially exposed. The physician reported no infection; however, stated intervention would be scheduled to correct the erosion and reclose the pocket. No other adverse effects were reported and the patient hospitalized for a revision. The device and associated electrode were later explanted, with no further adverse effects reported and no information provided on a replacement system.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.